Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2002 and mesh , bard pelvicol acellular collagen matrix, and bard uretex sup pubourethral sling were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent total vaginal hysterectomy, anterior colporrhaphy, and cystoscopy due to stage iii uterine prolapse and anterior vaginal wall prolapse, stage ii posterior wall prolapse, and stress incontinence.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that following insertion the patient experienced incontinence, incomplete bladder emptying, frequency and urinary tract infection.